Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had another stimulator put in their back in (B)(6) 2024. Patient said at that time, the doctor decided to put in a stimulator from a different manufacturer which they were amazed at because all they had previously was the current one. Patient mentioned when they put the other manufacturer's device in, it started rubbing on an ins that was already in the patient. Patient also said it caused a really hard area and would stick out from their body. Agent asked which manufacturer's implant this was, but patient didn't know. Patient said they begged the doctor to do something about it and the doctor said they were going to go in and reposition things, but that took a while to get through their insurance company. Patient said the surgery was done on the (B)(6) and they didn't know which stimulator was moved where. Patient said after moving things around, patient still had a very large hard spo t sticking out on their lower back. Patient said if they scoot into a chair or sofa and sit all the way back, it presses on the back of the seat and the amount of pain from that is outrageous. Agent documented information given during the call as patient was focused on reason for call in related case. Patient said they had been speaking to the manufacturer representative (rep) all along, and the last time they spoke to rep was on friday as they had set up a time to meet with reps from both manufacturers to see what implant was causing issues, but they couldn't figure that out. Patient said they have another meeting with their rep and doctor on the (B)(6). Additional information was received from a manufacturer representative (rep). It was reported that the surgery was reported to the rep as a standard replacement. The doctor moved the battery to another site. Apparently, the patient had a drg from another manufacturer put in by another doctor. Unknown from when and where. The rep stated that the device was not the issue and was replaced as end of life.

Manufacturer narrative:
Correction to section e: the initial reporter's phone number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with multiple implantable neurostimulators (ins[s]). The reason for call was pt just got new implant on (B)(6) 2025. Pt said reason for the replacement was that "the internal stitches must have broken because every time I would sit down on my sofa or anything that implant would rub on one of my other implanted devices and the pain that was created was almost worse than the pain the device was implanted for to help". Pt said it was this way since the implant from (B)(6) 2024. Patient services (pss) told pt that patient registration services shows an implant from (B)(6) 2023 and pt said that is correct and they still use that stimulator and its still implanted. They clarified that the stimulator that was causing them pain was from (B)(6) 2024 and during the call realized this was [another manufacturer's] stimulator.